Manufacturer narrative:
Concomitant: 694758 lead; 429688 lead, implant (B)(6) 2011. Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.